Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode was prescribed antibiotics due to a potential wound infection at the device implant site. Following antibiotic treatment, the device was noted to be visible due to erosion. The patient was admitted to the hospital with plans for a future explant procedure. Surgical intervention was undertaken. This s-ICD and electrode were explanted. No additional adverse patient effects were reported. The product was retained by the hospital and will not be returned.

Manufacturer narrative:
Investigation conclusion: the device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device. Device history record: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Labeling review: review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Risk assessment: a risk review was completed and confirmed that the event of post operative wound infection was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode was prescribed antibiotics due to a potential wound infection at the device implant site. Following antibiotic treatment, the device was noted to be visible due to erosion. The patient was admitted to the hospital with plans for a future explant procedure. Surgical intervention was undertaken. This s-ICD and electrode were explanted. No additional adverse patient effects were reported. The product was retained by the hospital and will not be returned.